Event description:
It was reported that a patient experienced abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient went to the hospital with a full abdomen. The peritoneal solution was drained, the extension line was changed and a peritoneal lavage was performed. The cause of the event was unknown. On an unspecified date the patient was treated with intraperitoneal (ip) fortum (dose, frequency and duration were not reported) and ip cefazoline (dose, frequency and duration were not reported). The outcome was unknown at the time of this report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.